Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to stand, walk, or lift their legs one week after implant and had fallen. Patient was advised to go to the emergency room.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient was doing better afterwards.